Event description:
It was reported that the patient with this pacemaker system experienced a syncopal episode. Technical services (ts) reviewed the event and identified noise oversensing associated with the minute ventilation (mv) feature, which had been deactivated by the signal artifact monitor (sam). Additionally, a high number of right ventricular automatic threshold (rvat) tests were observed. Ts provided reprogramming options and recommended further evaluation of the right ventricular (rv) lead, as a lead issue was suspected. No additional adverse patient effects were reported. This rv lead remains in service.